Event description:
It was reported that during an unk procedure, clips would not hold after placing. Another device was used to complete the case. There were no adverse consequences to pt reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.